Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient's knee was revised because of knee pain, due to possibly cement disease. The patient insisted that it be revised, even though all of the components appeared to be well fixed. All of the components were well fixed. Only the femoral component, patella component, and tibial insert were replaced during the revision procedure. There did appear to be some delamination of the patella component upon examination. Cement manufacturer unknown. Doi: unknown; dor: (B)(6) 2018; right knee.